Manufacturer narrative:
(B)(4). Date sent: 10/21/2024. D4: batch # unk. Additional information was requested, and the following was obtained: did the device staple? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The malfunction concerns the reported charge; the event occurred during a gastric sleeve and precisely at the end, at the last "shot". - after actuation and at the end of the shot the surgeon noticed that in the most distal part there is cut but not applying the stitches so he had to apply the final suture. - there were no staples around near the tissues. - I report no consequences post-operative on the patient. - no. -note. Always used several refills (several shots to get the sleeve) and the same color code. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after release of the blue charge with the seamguard under examination, in the process of packaging the gastric tubule, an area of weakness of the residual wall is found with doubtful exposure of the gastric mucosa of about 2 mm in length. At this level, the two suture lines are not recognizable. A continuous v-locs suture area survey was necessary. No patient consequences reported. No further information is available.